Event description:
Provider states rear pivot assembly came off of the chair while driving. It appears that part # 14 in parts drawing of the pivot assembly came out and everything came loose. Not sure as to total damage so sending quoted parts.